Manufacturer narrative:
E.1.initial reporter facility name: (B)(6) e.2. Initial reporter addr 1: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k fifty (50) labels on the tube disappeared when being touched. There was no report of impact to the patient or user.

Manufacturer narrative:
Investigation summary: material #: 367846. Lot/batch #: 3289241. Bd received 29 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for illegible printing was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for illegible printing with the incident lot was or observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode illegible printing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k fifty (50) labels on the tube disappeared when being touched. There was no report of impact to the patient or user.